Manufacturer narrative:
Revised lot # from not applicable (na) to no information (ni). Analysis results - the root cause of the customer's complaint was found to be customer abuse, as the brush head contained bite marks that suggest the brush head broke under pressure.

Manufacturer narrative:
The reported adverse event was brush head split into two pieces in the patient's mouth. Event date is approximate.

Event description:
A consumer reported that their (B)(6) brush head broke while in their son's mouth presenting a potential choking hazard. No serious injuries were reported.